Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, it was confirmed that there was a hole in the breather bag. The gas outlet port, which still had the yellow poly cap, had punctured through the breather bag. A retention sample from the same product code and lot number was visually inspected and the breather bag was confirmed to have no damages or anomalies that would sacrifice the sterility of the product. Visual inspection is performed on all sealed products prior to packaging into the egg carton and box. As the product fits into the carton tightly, to minimize any damage during shipping and handling, it is likely that the breather bag was pulled tightly around the gas outlet port, and over time, the port was able to puncture through the bag. How or when this occurred was not able to be determined. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while removing the device out of the box, the oxygenator came with a hole in the bag surrounding making it not sterile. No patient involvement as this occurred during out of box.